Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. T1 is free from the delivery needle but remains attached to the suture. T2 is in its customary pre-deployment position on the needle. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus surgery, the device was not working. It is unknown if a back up device was available or if a delay was caused due to the device malfunction. Results of investigation have concluded that this fast fix presented a t2 non-deployment failure which makes it reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.